Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting loss of capture with magnet application. The lead impedance and threshold level showed an abnormal increase. The physician elected to do a lead revision. The lead was removed from the ipg and appropriate measurments were obtained. When the lead was reconnected, the threshold level again increased. The physician also noted a 'stiffness with the proximal set screw'. The physician elected to explant the ipg.